Event description:
It was reported that the pe liner has been fractured 2,5 years post-operation. A 46-year-old female patient returned to her surgeon due to pain. The pe liner was found fractured during revision surgery.

Manufacturer narrative:
Following investigation including the device history record verification, explant and x-ray analysis it appears that an initial cup mispositioning (angulation) is the most likely root cause of the pe liner deformation and blockage inside the cup leading to its breakage and the dislocation of the neck. The most probable root cause of this event is a surgical technique/user error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.